Event description:
It was reported that the distal tip broke off of the instrument during a lumbar fusion procedure. The tip fell off into the disc space which resulted in a ten minute delay in surgery as the surgeon retrieved the broken piece. Once the tip was retrieved, the procedure continued. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Review of the device history records for this device was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.